Event description:
It was reported that the two lower locking screw of the nail (s2 femoral nail) broke during surgery. The nail could be implanted. No other consequence and no delay were reported.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l info becomes available, a supplemental report will be issued.